Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that a member of staff endured a needle-stick injury during use of the device. It is unk if the needle-stick occurred before or after use with a pt. No further info regarding pt or clinician injury has been received.